Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness and fell on the street. A person in a store on the street took care of the patient and treated her with several sugars. The patient refused to be taken to the hospital. When the patient lost consciousness the cgm reading was 97 mg/dl and after the sugar treatment the patient took a blood glucose reading which was 50 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.